Event description:
Additional information reported the dystonia patient had not used his programmer since the last device check-up. The programmer was found to have had ¿no battery left¿ at the time of follow-up and the batteries were replaced as a result. When telemetry was established between the ins and programmer ¿the start screen was confirmed to have shown oor.¿ the ins was then turned off and back on at which point the ¿oor disappeared and normal operation resumed.¿ it was noted the oor message ¿was displayed only on the right¿ ins. Impedance testing performed with the patient¿s ins at that time found ¿high impedances¿ on the electrodes that were ¿not in use¿ and ¿normal impedances¿ for the electrodes that were ¿in use¿ at that time. When the patient was hospitalized for an issue ¿not related to the ins¿ system 11 days after follow-up, the ins was noted to have displayed an elective replacement indicator (eri) message. The clinic notably ¿said it was possible the battery had run out of power.¿ it was noted the ins remaining battery level at the time of follow-up was 2.6 volts and that the eri message had been displayed a year after implant. Reportedly, ¿according to the calculation, stimulation for three years was possible.¿ the patient¿s physician ¿commented that this was too short an amount of time¿ for the ins to have reached eri. Therapeutic impedances as of 11 days after follow-up were 1884 ohms on unipolar electrode one. Impedances were checked the day after the eri message was first noted (12 days after the date of this follow-up) and it was found the impedances ¿varied greatly¿ in electrodes one and two while ¿electrode number three showed less variation.¿ it was noted these varying impedance values ¿may have resulted from different neck directions¿ during impedance testing. Impedances were measured three times and were found to have been 1438, 1226, and 868 ohms for unipolar electrode 1 and 1592, 744, and 809 ohms for unipolar electrode 2. Additionally, impedance variation between bipolar electrode pairs 1-2, 1-3, and 2-3 existed when the patient moved their head between measurements. The lowest impedance measurement of unipolar electrode 0 was 9983 ohms at that time. All bipolar impedance measurements involving electrode 0 were found to be greater than 10000 ohms. When communication was initially established between the patient¿s programmer and ins an ¿oor was displayed¿ and ¿was not displayed in subsequent sessions.¿ then, the ¿display of the normal operation screen was confirmed¿ following the initial oor screen. The patient noted his ins was set in ¿active mode¿ at that time and that it had been previously adjusted from 2.5 volts to 2.8 volts. The patient¿s battery voltage was 2.56 volts at that time and the eri message was confirmed. The orientation of the neck was later changed a total of five times, however unipolar electrode 0 and all associated bipolar electrode pairs involving electrode 0 remained ¿high.¿ a longevity calculation performed using interrogation records of the ins and estimated the time to eri as 2.63 years, while the actual time to eri was 0.95 years. Analysis of the ins¿s discharge curve based off of interrogation records indicated a rapid voltage drop from 2.95 volts to 2.90 volts. The patient¿s left ins was noted to have had no out-of-range impedances and to have ¿worked fine.¿ 14 days after initial report it was indicated that ¿an emergency replacement surgery¿ of both of the patient¿s inss was performed. The right ins reportedly had experienced ¿premature¿ depletion. It was noted that upon changing the patient¿s neck orientation between impedance measurements (prior to ins replacement) that ¿other than the original number 0 electrode¿ on the patient¿s right ins that all other impedance values ¿were within the normal range.¿

Event description:
It was reported the patient first observed an oor (out of range) message on their patient programmer in (B)(6) 2014. At that time, a physician programmer ¿was used to recover to the normal state¿ of the implantable neurostimulator (ins). The patient reportedly experienced another oor message at the time of report. The patient was notably able to clear the oor from their physician programmer by pressing the cross key. Upon clearing the oor, the ins was again noted to have ¿recovered to the normal state¿ and ¿the patient was able to use the device as usual.¿ the results of a quick check of the ins with the patient programmer showed a result of ¿4 for the left and right devices.¿ it was noted that ¿4 is the normal state if there is no abnormality.¿ the patient was reported to have ¿charged the devices successfully¿ at the time of report. There were ¿no¿ health hazards to the patient as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ with ¿okay¿ telemetry and output. Analysis found the ins's oor warning functioned similarly with that of a known good ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# unknown, implanted: (B)(6) 2012, product type: programmer, patient. (B)(4).